Event description:
Boston scientific received info that this right atrial lead was noted to have loss of capture. Under investigation with fluoroscopy, a lead dislodgement was noted. It was noted the lead helix would not retract during a revision procedure, therefore the lead was fully explanted and replaced. No add'l adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by overrotation. The connection between the inner and outer coil got lose. Cuttings in the insulation and blood in the lumen were found during visual inspection. These damages occurred most likely during surgery. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present